Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report #8010047-2021-02621. Olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction or adverse event.

Manufacturer narrative:
The inspection of the device by (B)(4) also confirmed followings; no endoscopic image was displayed. There were interference streaks on the endoscopic image. Ccd unit was defective and could not be turned. Endoscope mount lock and forcus ring did not move smoothly. The cable was cut and kinked due to excessive stress, and leakage was confirmed. The adapter was worn, especially the surface was very worn. The adapter could not be removed from the head part. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the lock function was jammed. The connection was loose and the endoscopic image flickered. These events was found after a procedure. The procedure was completed successfully. Then, olympus inspected the device at the service department of olympus (B)(4) and found the device was heavily contaminated. It was a MDR reportable malfunction. There was dirt in the gap of the camera head. There was no report of patient injury associated with this event.